Event description:
It was reported that a customer experienced occlusion alarms with their device. There was no adverse impact to the customer's blood glucose level. The customer confirmed that they would not return the pump, and no further information was available regarding additional actions taken.